Event description:
It was initially reported that during an unk procedure, the device did not complete the staple line. Unk how case was completed. Unk pt consequence. Additional info received: the device was being fired across some vessels and around the liver. The staple line was incomplete.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.